Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found on the front panel and inside the blower kit. Additionally, the device had dust fail contamination and displayed error code e053 (err comp log sem timeout) and e055 (err therapy queue full). The device was scrapped by the service center after the evaluation was completed.